Event description:
It was reported the 512b was used during a laparoscopic nissen fundoplication. It was reported the device was leaking and there was tear in the seal. The case was completed with the device. There was no consequence to the patient.